Manufacturer narrative:
The downloaded electronic files were reviewed. From the code-stat file (electronic patient record) it was observed that the device was powered on in AED mode. The device was then switched to manual mode at 5:25 gmt when a 200 joules defibrillation shock was successfully delivered. Battery # 1 was at 33% charge (manufacturing date 2014-08-14), battery # 2 was at 90% charge (manufacturing date 2015-02-06). The third-party service agent observed proper device operation through functional and performance testing. The device was subsequently returned to the customer. A conclusive cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device but could not reproduce the reported issue. From the downloaded electronic patient record it was verified that the device had aborted the charge. The key log data files were downloaded and will be evaluated further. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to a third party service agent that the customer's device dumped the charged defibrillation energy when the device was used to resuscitate a patient. The device was in a ed mode and recognized ventricular fibrillation. The device then charged defibrillation energy but dumped the charged energy. The users immediately changed the device to manual mode and continued the resuscitation successfully.